Event description:
The facility reported to baxter (B)(4) that therapy on a colleague infusion pump could not be stopped on channel c. The patient was connected at the time of this event and was on bolus pain management. Since therapy could not be stopped, this event interrupted delivery. Channel c was delivering lactated ringers solution at the time of this event. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that "could not be stopped on channel c" was confirmed by baxter personnel as failure code 500:320:658:0000. This condition was caused by the lockout button being pressed for greater than 50 seconds. This condition could not be duplicated during product evaluation. Therefore, no repairs were necessary for this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.